Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the right ventricular lead placement, high capture threshold was observed. The lead was repositioned several times, however, high capture threshold was still observed. After several attempts to reposition the lead, it was noted that the lead's helix would not extend. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.